Manufacturer narrative:
The instrument had been randomly suppressing results. Each time the instrument suppressed a result; the lab would then recalibrate, rerun qc and rerun the pt sample. A field service engineer (fse) was dispatched and replaced the stir motor and stir bar. Although the fse replaced the hardware components, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated creatinine (crem) result generated by the synchron lx20 pro clinical system. A pt sample was tested for crem and a result of 3.49 umol/l was obtained. The result was reported out of the lab and it was questioned. The original sample was re-tested and repeated crem result was 1.5 umol/l. A corrected report was sent. A fresh sample collected from this pt on the next day gave a result of 1.28 umol/l when it was tested. It is unk if treatment was initiated or withheld.